Event description:
Per the clinic, the patient experienced a skin breakdown, exposing the receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report.

Event description:
Correction: there was no extrusion. Per the clinic, the patient developed an infection between the implant and external sound processor. The patient was treated with oral antibiotics; however the issue did not resolve. The device was explanted on (B)(6) 2025, and there are plans to re-implant the patient with a new device in the near future.